Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a two cobas 8000 ise modules (serial numbers (B)(4)). The sample also had discrepant results for ca2 calcium gen.2 on a cobas 8000 c 702 module (serial number (B)(4)). The initial values were reported outside of the laboratory. This medwatch will refer to cobas 8000 ise module serial number (B)(4). Please refer to the medwatch with patient identifier (B)(6) for information related to cobas 8000 ise module serial number (B)(4) and refer to the medwatch with patient identifier (B)(6) for information related to the c 702 module. The sample initially resulted in a na value of 84 mmol/l on ise module serial number (B)(4). The sample was automatically repeated on the same analyzer (serial number (B)(4)), resulting in a value of 93 mmol/l. The sample was then repeated twice on ise module serial number (B)(4), resulting in values of 96 mmol/l and 149 mmol/l. The 149 mmol/l value was deemed correct. The sample initially resulted in a k value of 3.1 mmol/l on ise module serial number (B)(4). The sample was then repeated twice on ise module serial number (B)(4), resulting in values of 3.6 mmol/l and 5.3 mmol/l. The 5.3 mmol/l value was deemed correct. The sample initially resulted in a cl value of 63 mmol/l on ise module serial number (B)(4). The sample was then repeated twice on ise module serial number (B)(4), resulting in values of 73 mmol/l and 114 mmol/l. The 114 mmol/l value was deemed correct. The sample initially resulted in a calcium value of 6.4 mg/dl on the c 702 analyzer. The sample was repeated three times on the same c 702 analyzer, resulting in values of 6.3 mg/dl, 10.8 mg/dl, and 10.7 mg/dl. The 10.8 mg/dl value was deemed correct. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The calcium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer has confirmed the following data is correct for the na measurements:the sample initially resulted in a na value of 84 mmol/l on ise module serial number (B)(6) the sample was automatically repeated on the same analyzer (serial number (B)(6)), resulting in a value of 93 mmol/l. The sample was then repeated twice on ise module serial number (B)(6), resulting in values of 96 mmol/l and 103 mmol/l. The sample was repeated again on ise module serial number (B)(6), resulting in a value of 149 mmol/l. The 149 mmol/l value was deemed correct.